Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, ands investigation conclusions. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including end stage renal disease.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per additional information that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 2 years, 7 months due to stenosis. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was stable, doing well and sent to recovery.

Event description:
It was reported and per additional information that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 2 years, 7 months due to calcification, thickened leaflets, severe stenosis and mild regurgitation. The patient presented with dyspnea. The procedure was performed with a 29mm 9755rsl transcatheter valve. Per medical records, echo on (B)(6) 2025, mv is thickened and calcified leaflets. Only the anterior leaflet is mobile, the other 2 leaflets are immobile. Mild mitral regurgitation and severe mitral stenosis.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 health effect - clinical code, device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.